Event description:
It was reported that after applying a high voltage defibrillator, the implantable pulse generator (ipg) was permanently broken. The patient underwent a revision procedure to replace the ipg. The patient was doing well post operatively.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed. The device was undetectable to a remote control. The device generates a high pitch sound when coupled with a charger and it could not be charged. Vh (high voltage) impedance measured zero ohms, and vdd/vh read zero volts. Analog ic (u1) was damaged by the high voltage defibrillator. With all the available information, boston scientific concludes the reported event was confirmed. A labeling review found that external defibrillation can cause permanent damage to the stimulator which is a known inherent risk of device.

Event description:
It was reported that after applying a high voltage defibrillator, the implantable pulse generator (ipg) was permanently broken. The patient underwent a revision procedure to replace the ipg. The patient was doing well post operatively.